Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lung wedge resection procedure the surgeon said it was difficult to fire the gun, however it did cut and the staples deployed properly except for three or four which were still in the cartridge when they removed it from the patient. It was also noticed that the proximal end of the cartridge was bent. There was no bleeding. No buttressing had been used. The procedure was completed using another cartridge of the same product code along with the same gun. There was no patient consequence reported.